Event description:
This pi is for case 1 of 2. (B)(6) - clps reported arm kicks out of haptics in tibia cuts. Surgeon can engage into haptics but when he releases the trigger the arm drops and screen goes red. Surgeon has to readjust the patients leg with more flexion and disengage haptics several times to move past issue. Has occurred in the past two cases and only on the tibia cut. No issues with hip cases. (B)(6) confirmed camera was clean, mics status check passed, all presurg passed, surgeon was not putting excessive force on arm, no loose vizidiscs, and setup was correct. Already spoke with fse. Surgery completed robotically. Update: surgical delay: 1 minute, right side, tka.

Manufacturer narrative:
Reported event an event regarding connection failure involving a mako robotic arm was reported. The event was not confirmed. Work performed: the front j2 bump stop was out of position. Replace the front j2 bump stop and set to factory specification. Run kin cal and verify calibration. Assist (B)(6) on a saw bones. We found one mics. That would not update the serial number in the app. Quarantined the mics. Run pre surgery, friction, phase and transmission work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate 1 devices were manufactured and accepted into final stock on 5/12/2020 with no relevant reported discrepancies. -complaint history review: a review of complaints in catsweb and trackwise related to p/n 219999, l/n (B)(6) shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed via inspection. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for case 1 of 2. Rob1169, clps reported arm kicks out of haptics in tibia cuts. Surgeon can engage into haptics, but when he releases the trigger the arm drops and screen goes red. Surgeon has to read just the patients leg with more flexion and disengage haptics several times to move past issue. Has occurred in the past two cases, and only on the tibia cut. No issues with hip cases. James confirmed camera was clean, mics status check passed, all presurg passed, surgeon was not putting excessive force on arm, no loose vizidiscs, and setup was correct. Already spoke with fse. Surgery completed robotically. Update: surgical delay: 1 minute, right side, tka.